Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician inserted the device into the trocar and tried to advance his first clip into the jaws of the applier. Instead of the clip loading into jaws, it poked out the side of the applier shaft at the distal end near the vertex of the jaws. This prevented the surgeon from being able to pull the device out of the patient through the trocar. He used a grasper to free the part of the clip that was sticking out of the shaft of the applier; this broke the jaws of the applier and he had to fish out a few pieces from the patient. Then he removed the failed applier, grabbed a new one and finished the case without issue. The patient is fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1800026 was manufactured on 05/07/2018 a total of (B)(4) pieces. Lot was released on 05/09/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab severely bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Due to the damage to the rotation tab, the device was not functionally tested. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws which can cause the rotation tab to bend out of place. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading issue" was confirmed based upon the sample received. One device was returned with its rotation tab severely bent. Due to the damage to the rotation tab, the device was not functionally tested. Upon disassembly of the device, it was found that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws which can cause the rotation tab to bend out of place. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the physician inserted the device into the trocar and tried to advance his first clip into the jaws of the applier. Instead of the clip loading into jaws, it poked out the side of the applier shaft at the distal end near the vertex of the jaws. This prevented the surgeon from being able to pull the device out of the patient through the trocar. He used a grasper to free the part of the clip that was sticking out of the shaft of the applier; this broke the jaws of the applier and he had to fish out a few pieces from the patient. Then he removed the failed applier, grabbed a new one and finished the case without issue. The patient is fine.